Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited high impedance before and after the lead helix was extended. Multiple positions were attempted but were unsuccessful. The lead was not used and replaced successfully.